Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that while novalung console xen0718 was in continuous operation on a patient for the past one month, on (B)(6) 2025 at 23:30 (local), the power supply indication unexpectedly disappeared while the unit was connected to the ceiling pendant, which is powered via a ups. Upon inspection, it was observed that the console fuse had blown. Preliminary assessment indicates a probable failure of the smps module. There was no indication of serious patient injury. The complaint sample was available for product investigation.

Manufacturer narrative:
Additional information: b5, d4, d9, h3, h4, h6 plant investigation: no non-conformity was observed during the manufacturing process, and no other complaints have been reported about this device. The power supply board was received on 7/nov/2025 and was forwarded to the supplier for investigation. A defect in the returned power supply board was confirmed. A definitive cause for the defect could not be determined. It was found that a short circuit had caused damage to a component on the power supply board. This short circuit was more than likely caused by a high voltage spike from the mains.

Event description:
A user facility reported that while novalung console xen0718 was in continuous operation on a patient for the past one month, on (B)(6) 2025 at 23:30 (local), the power supply indication unexpectedly disappeared while the unit was connected to the ceiling pendant, which is powered via an uninterruptable power supply (ups). Upon inspection, it was observed that the console fuse had blown. Preliminary assessment indicates a probable failure of the smps module. [On local follow-up, it was reported that the power supply failure did not result in suboptimal support at any time. The complaint sample was received by the manufacturer for product investigation.